Event description:
It was reported that stent damage occurred. A 3.00 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion. When the device was removed, it was discovered that one of the middle stent struts was lifted from the balloon. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: synergy xd mr us 3.00 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The undamaged crimped stent outer diameter was measured by snap gauge and the result is within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed a damaged tip. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 3.00 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion. When the device was removed, it was discovered that one of the middle stent struts was lifted from the balloon. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: synergy xd mr us 3.00 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The undamaged crimped stent outer diameter was measured by snap gauge and the result is within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed a damaged tip. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 3.00 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion. When the device was removed, it was discovered that one of the middle stent struts was lifted from the balloon. The procedure was completed with another of the same device. There were no patient complications reported. It was further reported that the target lesion was located in the severely tortuous and severely calcified circumflex artery.